Event description:
Additional information received reported the patient continued to speak of their lack of relief and stimulation in the wrong location that was previously reported. The patient had a lead moved on (B)(6) 2014 because the system was not helping their symptoms and was still sore at the incision site. This issue has been ongoing for two years and the patient had taken a year off from trying to resolve the issue due to having breast cancer. No outcome was provided however additional information has been requested and if received a follow up report will be sent.

Event description:
Additional information received from the hcp reported that the cause of the event was a lack of stimulation to the painful area. There were no abnormal impedances, and it was reported that the event was not device related. The hcp did not know if surgical intervention had occurred, and it was noted that the patient did not require hospitalization.

Event description:
It was reported that the patient experienced stimulation in the wrong location. Her pain was in her lower left back, but stimulation was felt in the legs and feet. Reprogramming was not successful to reach the right area, and the patient was told that the lead was not in the right location. The patient planned to have a new lead and ins replace the existing system to try to reach her back pain. The plan was to check the lead intra-operatively. The manufacturer's device registry showed that the patient's lead and ins were replaced on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had poor therapeutic effect. It was reported that the patient had several different manufacturer representatives try reprogramming the most device to no avail. The patient planned to have another representative try reprogramming see if they could improve efficacy, otherwise they would be speaking to the managing physician about what to do next.

Manufacturer narrative:
(B)(4). Lead model 39565-65, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); programmer model 37743, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3776-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead.